Manufacturer narrative:
Track.

Event description:
It was reported by service report that the tracks were worn and not rotating. There was pt involvement, however no adverse consequences are reported.